Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a linx device was explanted due to erosion.

Manufacturer narrative:
(B)(4); date sent: 10/4/2022. Investigation summary: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. During the visual analysis of the device, tooling marks were found on the beads. This could've been caused by the tools used during the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. No further investigation will be conducted on this complaint as the device is found to meet the specifications. Overall, no analysis conclusions relevant to the patient experience were found. A manufacturing record evaluation was performed for the finished device batch number 19342, and no non-conformances were identified. Additional information was requested, and the following was obtained: product code lxmc14 lot 19342; implant date: (B)(6) 2018; explant date: (B)(6) 2022.

Manufacturer narrative:
(B)(4). Date sent: 9/15/2022. D6b. Exact date is unknown. The exact explant date is unknown. However, since the device was returned it can be assumed that the device was explanted. Since the exact explant date is unknown, the explant date will be set as the date the device was received at the lab which was (B)(6) 2022. If the exact explant date is received later, the file will be updated appropriately.